Manufacturer narrative:
Suspect device was received on november 25, 2020. Device evaluation completed on december 12, 2020: during the visual evaluation a tear was observed at the juncture of the shell and patch. Microscopic examination was performed and the cause of the tear could not be identified. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary.,according to the information received, the patient experienced a rupture in the breast implant and developed ptosis. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Photo received on november 13 2020. Evaluation of device photo completed on december 3, 2020: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, ptosis. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 375cc mentor memorygel, silicone breast implant experienced left sided rupture and bilateral ptosis grade 2 post procedure. The rupture confirmed by the MRI examination. The ptosis was diagnosed by physical examination. As a result, patient underwent bilateral mastopexy, and bilateral replacements as follow: left replaced with cat#:3507275mc, sn#:(B)(6), and right replaced with cat#:3507275mc , sn#:(B)(4) on (B)(6) 2020. This report relates to the left prostheses.